Event description:
It was reported that the ilet user contacted support for assistance with a supply change after the infusion site was inadvertently pulled off the applicator, and the agent guided reconnection of a new infusion set, after which the user completed the supply change and resumed therapy. No reported symptoms or adverse clinical effects. Outcomes included no required medical care and no alarms. Investigation included technical troubleshooting and user education conducted by support. Investigation of this case revealed an incorrectly deployed infusion set associated with the infusion set and cartridge components, which was resolved through proper reconnection and replacement steps. It was concluded, based on previously established findings for similar reports, that the cause was user technique.